Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) displayed a code 29 (charge profile fault). The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation, the monitor had a charge profile fault. The fault was caused by high-voltage capacitor c20 that was out of tolerance. The capacitor was charging too slowly. The root cause for the defective capacitor c20 could not be positively identified. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.